Event description:
During the ablation procedure, a significant pericardial effusion was reported after a transseptal puncture. Viewflex plus catheter was being used for visualization of heart in association with other catheters. Pt had to be extubated and ablation procedure was stopped. Pt was reported to be in stable condition. Viewflex plus catheter was reported to have been useful in monitoring pericardial effusion. At the time of this report, it is inconclusive as to which catheter caused the perforation which resulted in pericardial effusion.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation is still pending and an update will be provided, upon completion of the investigation.